Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. The suction irrigator was found to have a broken grip tip. The broken grip tip measuring 0.332" x 0.505" was not returned. As a result of the breakage, the inner lumen coils were dislodged from the tip.

Event description:
It was reported that during a laparoscopic, da vinci-assisted sigmoid colectomy surgical procedure while removing infected mesh, mobilizing splenic flex and performing drainage of pelvic abscess, the suction irrigator fell apart. The customer used a spare instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was not sure what was the cause of the issue. The instrument was inspected prior to use. There was no injury reported. The patient did not return to the hospital due to experiencing any post-surgical complications related to foreign object. There is no video available. No relevant tests, results or patient relevant history, including pre-existing medical conditions were provided.